Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found both the teflon pad of the grasping section and the probe burned. The teflon pad was noted to be dislodged and cracked. The insulation sheath of the insertion section was buckled.

Event description:
It was reported that during an unspecified procedure, the tip of the device had broke off and the insulation was sliced and bubbling. There was no patient injury reported. No additional information was provided.